Event description:
It was reported that the customer had a no delivery alarm on the insulin pump over the weekend. Customer stated that the pump is working now. Customer went through 2 reservoirs and 4-5 infusion sets to get it to work. Customer reported that the alarm was resolved by a complete set change. Customer changed the infusion set 4 times. Customer does not want to return the set or reservoir for analysis. Replacements will be sent as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.